Event description:
The 42 year old male patient was having elective surgery to repair a fractured finger. As the patient had a history of gastric reflux, it was decided to use rapid sequence induction and an endotracheal tube for the surgery. Anaesthesia was induced with cricoid pressure, but there was difficulty inserting the laryngoscope blade. The patient's tongue was cut, during the procedure, which obstructed the anaesthetists view. The patient's oxygen saturation levels began to drop and a laryngeal airway mask was "interested" then changed to an intubating lma. A size 8 ilma was placed with difficulty then changed to a 7 ilma. The patient appeared to be successfully intubated. Saturation levels began to fall so the ilma was inserted along with the case, leaving the cae device in situ, resulting in the saturation levles rising. The procedure continued when it was noted the trachea was swollen. Rocuronium was given. At this time, the patient's arm began to swell and turn red. The ilma was inserted again with the cae. The swelling continued until the patient's head was oedematous. As the saturation levles were high, the patient was treated for anaphylaxis. The patient was desaturated of oxygen and suffered cardiac arrest. An emergency cricothyrotomy was performed. Resuscitation was stopped and the patient died.

Manufacturer narrative:
A. 1) information not provided by reporter. A. 4) information not provided by reporter. D. 4) lot number not provided by reporter. Catalog #c-cae-14.0-100-dlt-ef expiration date unkown as lot is unknown. F. 10) patient problem code #1: 1802- not labeled. Patient problem code #2: 2200-labeled. Patient problem code #3: 2203-labeled. H 4) unknown as lot is unknown. Evaluation: no product was returned. However, based on the information provided, this incident appears to be the result of user error. We do warn: "attention should be paid to insertion depth of catheter into patient's airway and correct tracheal position of replacement endotracheal tube. Markers on the cook airway exchange catheter refer to distance beyond the carina. Ensure proper sizing of the cook airway exchange catheter within a double lumen endotracheal tube. Failure to do so may cause small fragments to be shaved off during removal of the cook airway exchange catheter" we also warn of ptential complications of barotrauma and perforation of the bronchi or lung parenchyma. We caution that to avoid barotrauma, ensure the tip of the cae is always above the carina, perferably 2-3 cm.